Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-05899. The OEM performed a device history record review; no anomalies were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. In this case, the cause is likely due to the user's handling, excessive stress was applied to the camera head section, and the ccd unit failed and no image was output. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The hd autoclavable camera head was returned to the service center (oci) for evaluation of the reported no image condition. The service technician confirmed there was no image even though the cable was replaced. The charged coupled device (ccd) chip was determined to be faulty/damaged. The camera head was repaired and returned to the customer. A review of the service records indicated the camera head was purchased (B)(6) 2012, and was last repaired on may 6, 2020 due to a damaged locking mechanism and a flickering image. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center became aware that the high definition (hd) autoclavable camera head produced no image. The event occurred during reprocessing and there was no patient involvement reported.